Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had replace emergency backup battery (ebb) alarms noted when performing ventricular assist device (vad) interrogation. The patient stated that this occurred several times daily. The system controller and ebb were exchanged. Log files from faulty system controller (B)(6) were reviewed and captured random ebb faults throughout the log file. Ebb circuit faults were noted in the background of the log file and may have indicated a poor connection at the ribbon cable connector of the ebb. Log files from the new system controller were reviewed and found no further ebb faults.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of replace backup battery alarms was confirmed via log file analysis. Event log files, extracted from (B)(6), were submitted and downloaded for evaluation and data from the reported event date of 09jul2024 was reviewed. Throughout the entirety of the log files, intermittent emergency backup battery (ebb) circuit faults activated. The circuit faults triggered backup battery fault alarms to activate. The alarms quickly resolved each time and pump operation was not affected. The driveline was disconnected on (B)(6) 2024 at 15:54:27, consistent with the reported controller exchange. The heartmate 3 system controller (serial number (B)(6)) was returned for analysis. The system controller underwent functional testing and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system for extended operation as intended. No backup battery fault alarms were reproduced throughout testing. The root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. During the investigation visual inspection of the returned controller revealed a damaged black power cable strain relief. The system controller did not pass cable/connector continuity testing, which is indicative of early stages of conductor breakdown. The wires in each power cable underwent insulation testing and passed without any issues. The resistance of the wires in the power cables were individually measured and raised resistances were observed on several wires. The power cable jackets were removed, and fluid ingress was observed. No damage to the underlying wires was found. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The heartmate 3 patient handbook (rev. C) section 2, entitled ¿how your heart pump works¿, instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.